Event description:
It was reported by the physician that while removing a tesio catheter that had been implanted for (4) years, the catheters snapped. He stated that there was a large amount of calcification on the catheter lumens. He also stated that he was unable to remove the lumens and that they were left behind. He stated that the lumens were securely adhered to the vessel wall.